Manufacturer narrative:
Vyaire complaint number: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit and found that there is liquid patch on bottom row right side on display of ventilator. The customer cleaned the touchscreen and did a touchscreen calibration, but screen is not responding. They cross checked with another working front panel, after that the unit it was working satisfactory. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the touchscreen of the vela ventilator was not functioning. The customer confirmed that there was no patient involvement associated with the reported event.